Event description:
It was reported that over the past few weeks in the ICU, the clinicians have been experiencing a loss of curve leading to a dampening of the waveform. This appears to occur approx 3 to 4 hours after the catheter is inserted into the pt and then complete dampening occurs. This same occurrence was found in 25 catheters within different departments of the ICU. The clinicians tried to use heparin to avoid the obstruction of the catheter which seems to be the cause of the waveform issue with no results. There were no reported pt complication to any of pts involved, all are fine.

Manufacturer narrative:
(B)(4). Sample will not be returned.